Manufacturer narrative:
Block h6: imdrf device code a0150207 captures the reportable event of stent difficult to remove. Imdrf device code a0414 captures the reportable event of stent torn material, inside the patient.

Event description:
It was reported to boston scientific corporation that an ascerta ureteral stent was used during a stent placement procedure in the left kidney performed on (B)(6) 2024. During insertion, when the stent was implanted, the suture was cut and removed, however, the stent was stuck inside the scope. It was noted that the stent was found torn through the hole where the strings were looped. The procedure was successfully completed with non-boston scientific device. There were no patient complications reported as a result of this event.